Event description:
The facility reported a flogard infusion pump that presented an occlusion alarm when the infusion started. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that "alarm occlusion when the infusion start" was confirmed and repaired by baxter service personnel onsite at the customer facility. The cause of the reported condition was determined to be an out of calibration safety slide clamp assembly. A safety slide clamp shim was installed to correct this condition. Should additional relevant information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. This device was evaluated on-site by a baxter field service technician. Upon completion of baxter's investigation, a follow-up will be submitted.